Manufacturer narrative:
It was reported that there was a value issue with the oxygen concentration. The customer was provided remote service. During remote service, the remote service engineer (rse) advised the customer to perform a flow sensor calibration and provided instructions on how to do so. The customer then later called back and requested the part number of the solenoid valves to order and replace.

Manufacturer narrative:
The quote for solenoid valves was accepted by the customer. No further information on repair was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes

Manufacturer narrative:
E: (B)(6). Institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a value issue with the oxygen concentration. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Device evaluation and repair are pending.